Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: device history lot: part: 309.503s, lot: f-27527, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: july 3, 2019, expiry date: june 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during drilling at the level of the right proximal humerus, the drill broke. A tungsten bit fragment remained in the patient humerus. At the end of the procedure, the drill was discarded. There was no surgical delay. The patient status was reported as stable. This report is for one (1) 2.5mm high speed drill bit sterile. This is report 1 of 1 for (B)(4).